Event description:
Follow-up identified the issue of pain has resolved following the procedure.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he had blisters at the ipg site which were painful. The patient presented to the emergency room due to this issue. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken to explant and replace the ipg.